Manufacturer narrative:
Investigation: the ht70 ventilator was returned for failure investigation. The ventilator was visually inspected and functionally tested. The reported event could not be duplicated or confirmed. The log files were exported and the event history log files were reviewed. All power up events were proceeded by power down events, indicating that no unexpected system shut down occurred. A different symptom was observed during testing. The buzzer was not functioning due to buzzer cable damage. Conclusion: the reported event could not be duplicated or confirmed. A different symptom was observed, buzzer cable damage of unknown origin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, the ht70m ventilator shut off while on patient; ventilator not delivering breaths with internal battery at 74%. Patient was transferred to another ventilator, and there was no reported patient harm or injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.